Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this patient suffered several syncopal episodes, resulting in several falls, hitting his head, and scratching his knees. This pacemaker was checked, and it was noticed that it had switched into safety mode, a device status that permanently limits available therapy to specific settings. This change resulted in over 3 seconds of pacing inhibition episodes due to oversensing which caused the previously mentioned syncopal episodes. Reportedly, the safety mode was already noticed by the clinic. However, the health care professional thought the pacemaker was only at elective replacement indicator status and was unaware of the issue. Subsequently, this pacemaker was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.